Manufacturer narrative:
The field service engineer replaced a probe seal and performed system adjustments, checks, cleanings, and maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg stat results for three patients tested on a cobas e 411 disk. On (B)(6) 2022 and at 23:03, patient 1's initial hcg result was 1.90 miu/ml with a data flag. The initial hcg result was reported outside the laboratory. The patient's physician requested the sample to be repeated. On (B)(6) 2022 and at 15:30, the patient's first repeat hcg result was 10000 miu/ml with a data flag. On (B)(6) 2022 and at 15:52, the patient's second repeat hcg result with a 1:100 dilution was 30785 miu/ml with a data flag. The customer determined this result to be correct. For patient 2, the date of testing and if a questionable result was reported outside the laboratory were unknown. Patient 2's initial hcg result was 1.92 miu/ml with a data flag. Patient 2's repeat hcg result was 10000 miu/ml. For patient 3, no questionable results were reported outside the laboratory. On (B)(6) 2022 and at 01:11, patient 3's initial hcg result was 10000 miu/ml with a data flag. On (B)(6) 2022 and at 02:01, patient 3's first repeat hcg result with a 1:100 dilution was 100.00 miu/ml with a data flag. Due to the result not being "compatible," the customer performed further testing. On (B)(6) 2022 and at 02:25, patient 3's second repeat hcg result with a 1:100 dilution was 21978 miu/ml with a data flag. On (B)(6) 2022 and at 02:53, patient 3's third repeat hcg result with a 1:100 dilution was 23375 miu/ml with a data flag. The hcg reagent lot number was 528072 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation reviewed the provided alarm trace and no abnormalities were found. The investigation reviewed the qc results and determined the results were within the acceptable ranges. There was no indication of a performance issue of reagent or instrument.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and confirmed the last calibration performed was on (B)(6)2021 and had acceptable results. Per product labeling, calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." The patient's sample was centrifuged for 15 minutes at 3250 revolutions per minute (rpm). The customer's qc results and system alarm trace were requested but not provided. The sample centrifugation time was too long and the centrifuge speed was too high according to the tube manufacturer's recommendations. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.